Event description:
It was reported the spring wire guide could not be inserted into the introducer needle because of resistance during a test before use. A new kit was opened. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and a catheter over needle subassembly connected to an arrow raulerson syringe (ars). The 18ga introducer needle was not returned for analysis. Visual analysis revealed a slight kink on the guide wire. No defects or anomalies were observed on the catheter over needle nor the ars. The kink on the guide wire measured 570mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The cannula (from catheter over needle subassembly) outer diameter measured 0.0360", which is within the specification limits of 0.0355"-.0360" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured 0.023", which is within the specification limits of 0.0230"-0.0245" per the cannula product drawing. The ars was attached to a lab inventory 18ga introducer needle for analysis. The returned guide wire was then inserted through the subassembly. Little to no resistance was encountered. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Passage of the guide wire though the 20ga needle from the catheter over needle assembly is not the intended use of this device. A manual tug test confirmed that the proximal and distal welds are secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. It was also noted that the ars was returned attached to the catheter over needle subassembly, which is not the intended subassembly for guide wire insertion. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, it is being assumed that the customer incorrectly inserted the guide wire through the 20ga needle from the catheter over needle subassembly. Guide wires of this size are intended to be inserted through 18ga introducer needles. Based on the customer report and the sample received, intentional user error likely caused or contributed to this event. A customer in-service request has been initiated to instruct the customer on proper use of the device. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide could not be inserted into the introducer needle because of resistance during a test before use. A new kit was opened. No patient involvement was reported.